Event description:
Caller reported that the t:slim x2 pump would not charge despite using the correct charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Customer was instructed to try different charging equipment, but the issue persisted. Tandem technical support decided to replace the pump under warranty, ensuring the customer would use multiple daily injections for insulin delivery in the meantime. Customer was informed about steps to take with the replacement pump and instructed to return the defective pump.